Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: I was told my left coils had perforated into my uterine wall and caused inflammation/ perforation (uterus)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foot surgery in 2017, achilles tendon repair in 2015, achilles tendinitis, smear cervix abnormal, hand operation and normal pregnancy. Previously administered products included for birth control: nuvaring in 2014; for contraception: paragard iud in 2014. Concurrent conditions included body mass index normal, pre-menstrual tension syndrome and cyst of bartholin's gland. Concomitant products included colecalciferol (vitamin d3) since 2017, cyanocobalamin since 2017, escitalopram oxalate (lexapro) since 2014, ranitidine hydrochloride (zantac) since (B)(6) 2017 and vitamins nos (multivitamins) since 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("left abdominal pain / belly pain") and back pain ("back pain"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine inflammation ("was told my left coils had perforated into my uterine wall and caused inflammation"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left ovary pain") and pelvic discomfort ("a lot of discomfort/discomfort left side only"). The patient was treated with surgery (bilateral salpingectomy, on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, uterine inflammation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, back pain and pelvic discomfort outcome was unknown and the abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic discomfort, uterine inflammation, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: a total of 3 coils were visualized on the left and 3 coils on the left. Current weight (B)(6). The hysteroscope was introduced and the entire cavity was visualized. The patient had a mirena iud in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs & mr received. Injury nos replaced with new events: migraines / headaches, dysmenorrhea (cramping), dyspareunia, vaginal discharge, weight gain, left abdominal pain, back pain, was told my left coils had perforated into my uterine wall and caused inflammation, left ovary pain, a lot of discomfort were added. Lab data was added. Concomitant conditions, concomitant drugs were added. Reporter¿s information was added. Patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.